Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there are problems with the key controller. Available details indicate that there are important problems with the key controller. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The customer was informed that further service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. End-of-life letter was provided to the customer. The device is not expected to be returned for additional investigation as no replacement will be provided. The device remains at the customer site. Because the device reached the end-of-life and end-of-support statuses, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that there are important problems with the key controller. There was reportedly no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.